Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a maverick 2.5x20mm balloon at 6 atms. The physician attempted to place a taxus liberte' 2.5x24mm drug eluting stent to the severely calcified and severely tortuous right ostium, but was unable to cross the lesion. Upon removal of the stent delivery system resistance was encountered as the physician attempted to pull the stent back into the guide catheter. After successful withdrawal it was noted that the stent struts were flared. The procedure was completed with a non bsc 2.75x25mm stent. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal edge of the stent. Some proximal stent struts were pulled proximally and one proximal stent strut bent back distally. This type of damage is consistent with the device encountering some form of restriction. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. No issues were noted with the returned unit which could have contributed to the complaint incident. The root cause is determined to be unknown.